Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Qc was out of range when the customer called, prompting the customer to do a look back. Ccc specialist obtained remote connection and found no process errors in the system. Ccc specialist instructed the customer to remove old vials of qc and rerun new qc vials but qc was still out of range. The ccc specialist instructed the customer to test alternate qc material, but the qc was still out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced integrated multisensor technology (imt) module and a rotary valve and performed all pertinent functional tests and alignments. The cse ran a quickcheck, which passed except the imt module, which resulted in measurement errors. The cse revisited the customer site and replaced faulty imt module and imt probe. The cse cleaned area surrounding the imt module, primed the imt module and performed alignment. The cse then installed a new v-lyte chip sensor and performed calibration for the lytes. The cse installed internal wiring for de-ionizing fan to reduce and/or eliminate the aliquot false transition errors. The customer ran qc, which was within range. A siemens headquarter support center (hsc) reviewed the instrument data related to the event which indicated that an obstruction, like gel or fibrin, dislodged from the imt rotary valve and deposited in the sample channel of the sensor may have resulted in an error condition. The issue of discordant results was resolved with replacement of the sensor. Hsc concluded that the root cause of this event was due to an obstruction in the sample channel of the sensor causing improper flow through the imt system. The cause of the discordant na and cl results on patient samples was due to an obstruction of fluid flow in the imt. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium (na) and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). Sample ID (B)(6) was repeated on an alternate dimension vista instrument, resulting higher for na and lower for cl. The other samples were also repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to discordant na and cl results.